Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein a new ipg and lead will be added for additional coverage.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.